Event description:
It was reported that the screw was not able to be placed. It did not adapt to the bone. Report states that there were no adverse consequences for the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed since the device was not returned for evaluation. The corresponding risk file had considered potential non- or displacement of screws. No corrective actions are required at this time. A real root course could not be determined. The review of manufacturing documents revealed no deficiency of the device. Product not returned.

Event description:
It was reported that the screw was not able to be placed. It did not adapt to the bone. Report states that there were no adverse consequences for the patient.